Manufacturer narrative:
The impella device was received from the customer on 26-feb-2024 and therefore, an evaluation of the device was is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a ¿purge disc not detected¿ alarm occurred. The aic (automated impella controller) was exchanged. There was no harm to the patient.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag. D4-updated model number